Manufacturer narrative:
Investigation summary: one photo was received by our quality team for evaluation. From the returned photo, a crack line was observed on the barrel body. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. From the photo, a crack line was observed on the barrel body and there was no rub off on the scale line printing area. The assembly process was reviewed, and there were no abnormalities during the production of this batch. The team was not able to confirm the contact point caused the damaged barrel. Based on the quality team's investigation, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd slip tip syringe with the bd precisionglide¿ needle was damaged, resulting in leakage. The following information was provided by the initial reporter: "there are cracks in the broken part of the empty needle tube, which causes the drug to be exposed from the needle tube when the injection is drawn, so that the noble medicine needs to be scrapped and restocked".

Event description:
It was reported bd slip tip syringe with the bd precisionglide¿ needle was damaged, resulting in leakage. The following information was provided by the initial reporter: "there are cracks in the broken part of the empty needle tube, which causes the drug to be exposed from the needle tube when the injection is drawn, so that the noble medicine needs to be scrapped and restocked"

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 19-jul-2022 h6: investigation summary one photo and one actual sample with open packaging were received by our quality team for evaluation. From the returned photo and sample, a crack line was observed on the barrel body. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The team investigated different sections of the machine and matched a potential area which could lead to the reported defect. The root cause could be due to the leak test lower tooling screw loosening, causing the barrel to be unable to sit properly when the part is transferring to the exercise dial pocket. This eventually led to the part being jammed and a cracked barrel.